Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient stated that the sensor was giving him incorrect readings (values not provided), so he treated himself with insulin. The cgm reading went below 4.0 mmol/l so he checked his bg and it was 33.3 mmol/l. He felt that he was nearing a coma, so he went to the emergency room. His bg at the hospital was 40 mmol/l. He was given four bags of IV fluids for hemodilution, and an insulin drip. He was released from the hospital the same day (stated as ¿last night¿ when he called the day after the event). At the time of the report the next day he was feeling normal. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.